Manufacturer narrative:
Per data log analysis, on (B)(6) 2020 the perfusion screen was opened. At 09:00:53 am the central control monitor (ccm) stopped logging and was not powered up again until 12:21:51 pm. When the ccm stopped logging, the other pumps and modules continued to function as reported. When the ccm froze the local area network/interface board (lan I/f) also continued to run. This indicates a hardware issue with the ccm (intermittent). The ccm should be thoroughly tested. It could be an issue with the flex cable that connects the single board computer (sbc) to the lan I/f.

Manufacturer narrative:
The field service representative (fsr) removed and replaced the suspect ccm and installed new batteries. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen froze up. As a mitigation, local controls were used to continue the surgery. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to run for about 50 hours with no observation of the screen freezing.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.